Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: 2003--the patient had a bard kugel patch, small oval, was used to repair plaintiff's hernia defect. Neither the patient nor the patient's physicians were aware of the defective and dangerous condition of the kugel patch or that this unreasonably defective condition was the cause of the patient's injuries. In 2006--the patient's kugel mesh patch was explanted.